Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys ferritin results for six patient samples from a cobas 6000 e 601 module. The customer replaced the reagent, recalibrated, and repeated the patient samples. Of the data provided, only the results for one sample were discrepant. The initial result was 0.778 ug/l and the repeat result on (B)(6) 2018 was 18.16 ug/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25232706 with an expiration date of 31-oct-2018. Review of the provided data confirmed the calibration prior to the event was questionable, but qc results were acceptable.

Manufacturer narrative:
The data provided indicated that a different ferritin calibration curve from (B)(6) 2018 and (B)(6) 2018 might have led to the initial low results. Therefore, the customer has been asked to follow the recommendation of performing only one calibration procedure per bottle as stated in product labeling. A definitive root cause could not be determined. Customer replaced the reagent pack and has had no further issues.